Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au2700 clinical chemistry analyzer, and observed worn-out syringes, and noticed the customer was not using the recommended bleach for cleaning. The fse replaced the syringes and advised the customer to use beckman bleach for cleaning to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer stated multiple patients had low and high cala results on (calcium arsenazo) generated on their au2700 chemistry analyzer. Upon reviewing the data, there were also low na and low cl (sodium and chloride) generated on this instrument. The customer original results were not reported out of the laboratory. Patient treatments were not affected. The samples were repeated and corrected results were reported out of the laboratory. Quality control (qc) was within their established range before the event.